Manufacturer narrative:
The manufacturer received reports of leakage from bx-70072-f IV administration sets from lot 2502043. The customer provided images confirming a leak at the bonded junction below the drip chamber. No adverse event or injury was reported. The customer confirmed this is the first lot in which they have seen this issue. An RMA (rma17100) was issued, and leaking sets are being returned for evaluation. Lot history review showed (B)(4) units were manufactured. There are no previous complaints. Device evaluation is pending receipt of returned samples. A supplemental MDR will be submitted if new, information becomes available.

Event description:
Intuvie received reports of leaking bx-70072-f IV sets from lot 2502043. The customer provided images confirming leakage at the bonded joint below the drip chamber. The customer stated this is the first lot in which they have experienced this issue. No adverse event or patient injury was reported.